Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and did observe the customer's report. There were multiple customer contact attempts made in an effort to have product returned. The customer did not respond, therefore, without the device, it cannot be determined if the device is working as expected and needs to be returned. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll medical representative; however, the customer's report was no longer seen during evaluation at zoll medical corporation. The device was put through extensive testing including full functionality testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.